Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during surgery vasoview hemopro 2 would intermittently burn making it difficult to harvest the vein in a smooth transition. A new device was opened. No patient harm. Minimal delay.